Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during scheduled follow up check, rv lead dislodged via x-ray results. It was also reported that the right ventricular (rv) lead exhibited high short interval counts (sic) and oversensing during atrial fibrillation (af) episode. The rv lead output which was not in use, was re-programmed to nominal settings to optimize use of ipg battery. The rv lead remains in the patient, out of service. The patient to be monitored via follow up visits. No patient complications have been reported as a result of this event.